Manufacturer narrative:
The field service engineer (fse) found a broken electrical connection in the reaction disk thermistor circuit. The fse replaced the connector, reseated the wires, and replaced the board. He performed an assay performance check with successful results. The customer stated that their calibrations and qcs were acceptable. The customer stated that their qc was acceptable before the event. The investigation reviewed the alarm trace; the trace contained "abnormal temp control". The trace also contained"abnormal low signal", and "abnormal sample aspiration" errors as indicated by the customer. "Abnormal sample aspiration" errors indicate possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys tsh and elecsys ft4 results from an unspecified number of patient samples tested on the cobas 6000 e601 module. The reporter stated that immunochemistry assays suddenly became low or high with various data flags and alarms. The reporter was able to provide one patient sample with discrepant results. The reporter stated they were unsure if the initial results were reported outside of the laboratory but stated that some were reported but were corrected as soon as the event was identified. The data flag on the results prompted the rerun of the patient samples on their e 402. The reporter stated that their e 402 was not yet in use but the qc was acceptable. The initial tsh result from the module was 0.005 uiu/ml with a data flag. The repeat result from the other module was 2.13 uiu/ml. The initial ft4 result from the module was 7.77 ng/dl with a data flag. The repeat result from the other module was 1.08 ng/dl with a data flag. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The investigation is ongoing.